Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with the white depth gauge removed and not returned. The handle is fractured into several pieces and the shaft is bent at an angle much more acute than intended. T1 and the distal end of the suture string are off the device and t2 and the proximal end of the suture string are still in the shaft. A functional evaluation could not be performed because the damage to the device prevented testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an impact event inconsistent with normal use, or the application of unintended excessive force on the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the handle of the fast fix broke when the deployment knob was depressed for t2 and after t1 was deployed successfully. All implants were removed from the patient. The procedure was completed with a 5 minutes delay using a s+n back up device. No further complications were reported.